Event description:
Prior to a cryoablation procedure, four iceforce 2.1 cx 90°needles and system tested fine with no issues to report. During the 1st I-thaw cycle 1 needle caused a spasm, all needles were stopped and a passive thaw was used. During the 2nd thaw each needle was thawed individually so the doctor could isolate the needle that caused the spasm. The procedure was completed as expected with no injury to the patient.

Manufacturer narrative:
The suspect needle was received back for investigation. Manufacturing records were reviewed and no related deviations or concerns were noted. Engineering testing found the needle's electrical properties within specification. The needle was successfully tested and operated in cautery mode for one minute with no issues. The customer complaint could not be confirmed.